Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed that there was a connector port lead or extension insertion anomaly and a deformed balseal spring. A known good lead could not be inserted past the #4 balseal connector. An x-ray of the connectors showed that the #4 balseal spring was deformed. It was noted that a known good lead could be completely inserted in to the #8-15 connector port. The service life of the ins had not started.

Event description:
It was reported that the extension could only push until the "2/3 part" of implantable neurostimulator, which was at the 7th contact on the extension. It was also added that device was not used in patient. The patient's status was undetermined at the time of the report.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.